Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's father called to request a new insulin pump. Customer's father stated that the grandmother of the customer talked to an on-call doctor who advised to replace the insulin pump due to the customer's unstable blood glucose levels. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump communicated properly with the test transmitter and tested with a glucose sensor simulator. The insulin pump was received with minor scratches of the display window.